Manufacturer narrative:
It was stated by the user facility, the toprail of the siderail was snapped off when a piece of equipment was lowered on it.

Event description:
It was reported by service report that there is a broken right siderail. No adverse consequences have been reported.